Event description:
It was reported that the pump experienced a malfunction. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying a high value. The customer addressed the high blood glucose by administering a correction bolus through the pump without requiring assistance from a third party. Technical support decided to replace the malfunctioning pump.